Event description:
It was reported that the patient presented to clinic for high pacing impedance and noise detected on the right ventricular (rv) lead. Evaluation revealed fracture of the rv lead. The lead was explanted and successfully replaced. The patient remained stable.